Manufacturer narrative:
This report is late due to the exemption transition period. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "rupture" on unknown side. The device remains implanted.